Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) for hyperglycemia. Patient's mother reported the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting. The patient was treated with an insulin drip and fluid bags. The patient was released after spending 8 hours in the ER.